Event description:
Customer received low blood glucose readings, had shakes and vomited. Customer went to the emergency room, and believes their blood glucose reading=110mg/dl. Hosp administered glucose IV, orange juice and advised pt to see their doctor. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.